Event description:
It was reported that the patient had the artificial urinary sphincter pump and cuff components removed due to recurring incontinence. A new artificial urinary sphincter pump and 7.5 cm cuff components were implanted.